Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: effects of epicardial versus transvenous left ventricular lead placement on left ventricular function and cardiac perfusion in cardiac resynchronization therapy: a randomized clinical trial. J cardiovasc electrophysiol. 2017;28:917¿923.https://doi.org/10.1111/jce.13242. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable left ventricular (lv) pacing leads and comparing transvenous versus epicardial lead placement. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that lead placement failed in two patients due to pleural adhesions. The article additionally reports complications during follow up at six months post-implant including: pneumothorax, perforation, dislodgement, pocket infection, hematoma, heart failure and pneumonia. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.